Event description:
It was reported that this right ventricular (rv) lead delivered inappropriate shock therapy due to oversensing of noise artefacts which resulted in therapy exhaustion for a single episode. A sudden drop in pacing impedance and sensing around the same time were also observed. X-ray imaging was obtained and showed dislodgement of the lead. Subsequently, the patient underwent a revision procedure, and this rv lead was replaced without incident. Besides intervention, no other adverse patient effects were reported. Product return is not indicated at this time.

Manufacturer narrative:
To date, this lead has not been returned; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead delivered inappropriate shock therapy due to oversensing of noise artefacts which resulted in therapy exhaustion for a single episode. A sudden drop in pacing impedance and sensing around the same time were also observed. X-ray imaging was obtained and showed dislodgement of the lead. Subsequently, the patient underwent a revision procedure, and this rv lead was replaced without incident. Besides intervention, no other adverse patient effects were reported. Product return is not indicated at this time.